Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced complete heart block that required pacemaker insertion. While ablating in the right ventricle when the physician "hit the his". The patient went into complete heart block. The ablation catheter was used to pace and a quad was placed. The quad was used to pace at that point. The patient is now in the process of getting a permanent pacemaker implanted. The patient was stable during the procedure up until the heart block occurred. The physician did not mark the his. The physician's opinion on the cause of the adverse event is the procedure. Patient had to stay overnight to monitor after the patient required pacemaker. Other relevant history includes pvcs (premature ventricular contractions).

Manufacturer narrative:
On 3-mar-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31474124l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).